Event description:
Endostitch suturing device would not toggle and could not be used; discovered malfunction before entering the operative field. Second endostitch opened and procedure completed.

Event description:
Endostitch suturing device would not toggle and could not be used; discovered malfunction before entering the operative field. Second endostitch opened and procedure completed.